Manufacturer narrative:
Evaluation of the returned device confirmed the reported issue; the unit was tested as found and the unit would not cycle, after the attempt to test the unit as found, the unit was opened. The pressure regulator was checked and the pressure was at 55 psi it should be 50 +/- 2 psi. Because the unit would not cycle on, further testing could not be done. The multi relay is defective. A device history record (DHR) review was conducted. The DHR found the hbo vent 500a, serial number (B)(4), was manufactured on 07/24/1997. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) did not find any non-conformance that could cause or contribute to the reported issue.

Event description:
Customer reported that there is a delay from the time the vent is turned on, to the time it begins ventilating. Sometimes it is a matter of seconds but other times it's 10 - 15 minutes. This was discovered during clinical testing therefore, no patient involvement or injury occurred. Ventilator was taken out of service. Customer reported the last preventative maintenance completed on the ventilator was on april 4, 2017.